Event description:
Dr applied electrode dispersive pads to pt who was burned when electrosurgery machine was used. Pads had expiration date of 10/96. Had used such pads on other pts with no ill effects.